Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increased pain in her legs and feet and felt uncomfortable stimulation in her ribs. She felt stimulation, but it was not helping with her pain. Impedances were measured and were >10,000 ohms on electrodes 6 and 7. A MFR's rep attempted to reprogram her device, but was unable to find a setting that would not result in stimulation in the "lower lobe of her ribs." Her health care professional sent her for pa and lateral (lumbar and thoracic) plain films, but the results of these were not provided. The pt was wearing a walking boot, but did not report any falls or balance issues. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.